Event description:
According to the reporter: occurred during a laparoscopic fundoplication procedure. The suture came off of the needle three times. There was no patient injury.

Manufacturer narrative:
Report initially received from sales representative on (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.